Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 8 months. Review of the submitted system controller log file found several intermittent low speed and pump stop events recorded. These events correlated with elevations in pump power up to 27.2 watts. The events appeared to occur when the system controller was operating on the power module with the patient cable, and appeared consistent with a potential percutaneous lead issue. Review of submitted x-ray images revealed a dark area of potential shield breakdown on the internal portion of the lead. The replaced portion of the distal percutaneous lead (lead), measuring approximately 20 inches long, was received for evaluation. A previous clamshell repair was in place at the distal end of the lead and rescue tape was present around the length of the returned lead. Continuity testing found all wires were electrically intact. The rescue tape was removed, revealing several tears in the outer silicone jacket. Removal of the silicone jacket revealed a breach in the clear bionate layer approximately 0.5 inch from the distal metal connector, which appeared to have formed due to melting. The clear bionate layer was removed and the green wire insulation was found to be compromised in this location. The conductors were exposed but remained intact. Breakdown of the braided shield was also noted along the length of the lead; however, no additional areas of compromised wire insulation were identified. The observed damage to the green wire and clear bionate was located at the end of the clamshell repair, and appeared to be the result of lead flexing in this area. If the exposed conductors of the green wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the low speed and pump stop events recorded in the submitted system controller log file. The heat generated by the shorting wire would have caused the bionate to melt. The pump remains in use supporting the patient. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. While at the clinic, the patient reported experiencing low flow alarms that only occurred when the system was connected to the power module using the patient cable, mainly right after connecting and while moving. A review of the system controller log file found multiple pump stoppage events. The patient was reportedly asymptomatic. Reportedly, there had been no trauma to the percutaneous lead (lead), but the patient had gained approximately 50kg since implant. The patient has been on lvad support for almost 6 years and rescue tape was present throughout the external portion of the lead due to tears in the silicone jacket. On 04/08/2016, the manufacturer's technical services representatives performed a percutaneous lead evaluation. The phase interrupter test found no open wires. A distal lead replacement was performed starting at approximately 2 inches from the exit site. All testing post-replacement passed, including when the system was connected to a power module with a grounded patient cable. No additional information was provided.